Manufacturer narrative:
Implant date: n/a. Healon is not an implantable device. Explant date: n/a. Healon is not an implantable device; therefore, not explanted. (B)(6). The healon duet is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported that there was a case of post-operative endophthalmitis. The patient's daily activities were reported as being significantly affected and a vitrectomy was required. No additional information was provided.